Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he was hospitalized for diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization was 532 mg/dl. The customer stated that the high blood glucose was caused by a bent cannula and the patient was already sick. The customer was treated with a manual injection of humalog, 2 units of lantus, and IV fluids. No products were returned or replaced.